Event description:
Customer called to report the pump had no delivery alarms. It was stated that the user disconnected from the pump in order to prime but the no delivery alarm again activated. Also the driver block did not slide freely in the unlocked position over the lead screw. It was stated that the device was not dropped, bumped, or exposed to moisture.